Event description:
The report received from our affiliate indicated that three giantcuro-cook-z-stents were deployed in succession, beginning in the distal brachiocephalic vein and moving caudally to the transition of the superior vena cava. All three stents were post-dilated with same maxi pta balloon catheter via in indeflator. After post-dilating the caudal-most stent, the balloon could not be fully deflated. The physician attempted to retrieve the entire system through this caudal-most stent, but the stent became dislocated from its deployed position and migrated caudally, ending up in the inferior vena cava well below the right atrium. At this point, it became possible to withdraw the partially deflated maxi balloon from the stent into the right pelvic vein. As complete withdrawal from the patient was not possible through the original puncture site, the portion of the maxi balloon shaft outside the patient was cut manually, and the balloon catheter was removed from the patient through the left pelvic vein via crossover technique with a gooseneck snare. An additional giantcuro-cook-z-stent was placed in the superior vena cava to complete coverage of the lesion. The stent was reported to have migrated caudally is said to be fixated and poses no threat to the patient per the reporting affiliate. The patient is reported to be doing well, with no adverse sequelae from the events. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.